Manufacturer narrative:
It was reported to intuvie that during routine preventive maintenance (pm) testing of an infusion pump at mckesson, the pump failed flow rate and needed a hex file installation. The pump was then shipped to intuvie and was investigated. The investigation revealed the pump the flowrate offset was -2% and the pump failed the 30psi occlusion test recording a pressure of 6.6psi, which is outside the acceptable range of 22 to 38 psi. The allegation of the pump failing flow rate was not confirmed. The flowrate off set of -2% is within specification. The occlusion failure mode was confirmed and the probable cause was determined to be an out-of-calibration condition. Recalibration successfully resolved the issue. CAPA: zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, the failure value is unknown. No patient involvement was reported.